Manufacturer narrative:
Reported event: an event regarding osteolysis involving an unknown implant shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinical review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
Rep left a voicemail reporting that the patient's right hip was revised. An omnifit stem, 32mm head, and a 'cup' were revised to a restoration modular stem construct, a femoral head, and a 'cemented cup'. Update 12/march/2021: spoke to rep. Patient was revised due to pain and apparent osteolysis around the shell, intra-operatively, the liner was observed to be worn through nearly to the inside of the shell, and deformed. Upon removing the shell, the patient's acetabulum was noted to be black. The entire construct was revised including a cemented shell. The rep provided an intra-operative picture and a picture of the explants and confirmed that no further information will be released by the hospital or surgeon.